Event description:
It was reported that during an unknown procedure, the handle broke during firing the device. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 04/02/2009. Evaluation summary: the analysis results found that the ez45g device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.